Event description:
Patient wanted to make us aware that he was changing out his libre sensor on his arm on friday night. Patient stated that as soon as he put the sensor on it started burning his skin. He states "that he could not get it off soon enough". Patient stated that he removed the sensor and it had turned black and that there is a burn on his arm where is was. Patient states that he has taken pictures. Patient has called the libre phone line and they have been made aware and has asked for him to make the pharmacy aware. Patient has already place new sensor on other arm with not difficulty.